Event description:
It was reported that the device had error ec 44510. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Visual inspection found peeling downstream occlusion (dso) seal and scratched lens. Functional testing was performed and reported error code 44510 was verified. The cause is a faulty printed wire assembly (pwa) board. Replaced the pwa to correct the issue. The device passed all functional tests after the repair.